Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==(B)(4). Date sent to the FDA: 10/20/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece?no. What is current condition of the patient? The patient has been discharged from the hospital and recovered well without adverse reactions. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient?

Event description:
It was reported that a patient underwent a laparoscopic total gastrectomy with esophagojejunostomy, laparoscopic abdominal lymph node dissection, laparoscopic small intestinal anastomosis and laparoscopic intestinal adhesiolysis on (B)(6) 2021 and suture was used. During the procedure, when the skin was sutured, the needle tail was found to be broken and the missing length was less than about 0.1 mm. Anterolateral films were taken and confirmed that no foreign body remained in patient's body. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.